Manufacturer narrative:
A patient had an infection at their lead site was reported to abbott. The patient had their system explanted and is being treated with IV antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient had an infection at their lead site. Surgical intervention took place where the patient had their system explanted. Patient is being treated with IV antibiotics.

Manufacturer narrative:
Date of event is estimated.